Manufacturer narrative:
Reference number (B)(4). The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Bezoar and a gastric ulcer are known complications of a peg-j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date a patient in greece underwent a procedure for the placement of percutaneous endoscopic gastro-jejunal (peg-j) tubes. On (B)(6) 2024 it was reported that during an endoscopy, it was found that the intestinal tube was buried in mucosa and had a bezoar. The tubes were removed. A new peg tube was placed without an intestinal tube, which is to be placed in a month, as an ulcer had started due to the contact of the end of the intestinal tube with the intestinal wall. Patient was discharged with no hospitalization.

Manufacturer narrative:
Reference number (B)(4). Additional information: a2, a4, b3, b5, d6a and d6b.

Event description:
On (B)(6) 2022 a patient in greece underwent a procedure for the placement of percutaneous endoscopic gastro-jejunal (peg-j) tubes. On (B)(6) 2024 the patient developed pain in the abdomen. On 25/jul/2024 it was reported that during an endoscopy, it was found that the intestinal tube was buried in mucosa and had a bezoar. The tubes were removed. A new peg tube was placed without an intestinal tube as an ulcer had started due to the contact of the end of the intestinal tube with the intestinal wall. Patient was discharged with no hospitalization. On 07/nov/2024 it was reported the ulcer has recovered and a new intestinal tube was placed.